Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735797; product ID: 9735797r; product ID: 9735799, a medtronic representative went to the site to test the equipment and parts were replaced. The navigation system passed the system checkout and was found to be fully functional. The returned net (B)(4) sec app-amer-confd s8 svc was tested and found to have dmz (wireless) connection configuration missing. When re-added, the wifi endpoint was able to communicate with the system. It was noted that the unit had return shipping damage. The returned wifi (B)(4) end point s8 svc was tested and was found to function as intended. The unit was able to find a wireless network and transmit data on 2.4 and 5 ghz frequencies. (B)(4) apply to the system checkout. (B)(4) apply to wifi (B)(4) end point s8 svc. (B)(4) apply to wifi (B)(4) end point s8 svc. (B)(4) apply to net (B)(4) sec app-amer-confd s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  while attempting to set-up wireless connection to pacs, he was able to assign ip, found and added the network but failed to ping the wireless endpoint. There was no patient involved. Additional information was received. A manufacturer representative (rep) reported that the wifi endpoint was present on the system and confirmed the power light for it was on. The cable was swapped in the wan port and it still remained disconnected. A different cable using the wan and dmz was tried with no change. All other parts listed as connected in the self test. The post light on the endpoint appeared to be off. It was later noted that the replaced endpoint was still "unavailable" in self test. The power light was blue, post light was green, link was green and the comm was blank. The rep tried different network cables and reconfiguring the wan port. After reconfiguring the wan and setting the network to dhcp, the system was able to connect to the network. The settings were reverted, and it was believed to be a failed dmz port. The rep was later able to confirm the router was connected by checking self test and logging into the routers software through the browser. It was also confirmed that the router is seeing the endpoint and also shows connected. The rep then tried to log into the endpoint but was unable to get passed login. This combined with the firmware status listed as unknown for the endpoints lead the rep to believe the endpoint is connected and working but somehow had the wrong firmware which was not allowing the functions of the endpoint to work.

Manufacturer narrative:
H3, h6 : the returned wifi 9735797r end point s8 svc (product ID 9735797) was tested and was found to have configuration failure. The unit would not connect to the network via wi-fi router on either the 2.4 or 5.0 ghz frequencies. Codes b01, c02, d02 apply to this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.